Event description:
Nurse clinical educator reports the pt was sent 2 new pumps because their old pumps were due for maintenance and both of the new pumps are not working. The nurse attempted to troubleshoot and was not successful in getting the new pumps to work. Affected pump serial numbers are (B)(6) and (B)(6). No additional information or details available. IV remodulin pt using cadd solis pump. Did the reported product fault occur while in use with the patient? Unknown. Did the product issue cause or contribute to patient or clinical injury? Unknown. Is the actual device available for investigation? Yes, upon patient return did we replace device? Pharmacy. Is sending replacements did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Ongoing. Diagnosis for use: pulmonary arterial hypertension. Pt: 4582. Device: 1476. Ref: mw5189467.